Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v979747, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had the device for some time, but failed to have an adequate response to the device, although, by objective data, they seemed to be improved. The patient wanted the device removed and, after risks were discussed, the patient was explanted. They awakened after the surgery without difficulty and was discharged home and would follow-up in six months after the surgery. It was noted that the frequency of the device was not working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.